Event description:
The patient was being treated for an 80% stenosis with a concentric shape in the basilar artery. The dilation catheter was used to pre-dilate the vessel with no reported malfunction of the device. The physician was unable to reach the stenosis with a wingspan device due to the configuration of the anatomy so a cardiac stent was placed. Post procedure, it was noted that the left vertebral artery was perforated and this was attributed to the dilation catheter. Reverse heparin treatment was administered and the patient was awake and "extubated, confused, but following commands, moving all extremities". The pt complained of a mild headache that increased following additional CT scans. The patient was admitted to neurological intensive care unit and became "progressively more lethargic and obtunded" and required intubation. Further CT scans showed that the basilar artery was patent and a more diffuse subarachnoid hemorrhage. The patient was taken off sedation with no response to verbal, tactile or pain stimuli and only spontaneous breathing on continual positive airway pressure (CPAP). The following day, 2007,the patient continued to demonstrate only spontaneous breathing on CPAP. The patient was confirmed to be brain dead and died that evening.